Event description:
It was reported from (B)(6), by the vad coordinator, that there was a battery problem. The battery was exchanged. There was no report of effects on the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported battery problems were confirmed via review of the controller log files, which revealed multiple instances of premature power switching events; however, none of these switching events involved (B)(4). Additionally, log files revealed a critical battery alarm was triggered when this battery was connected to the controller the day before the battery issue was reported. Analysis of the device revealed that the device met specifications; the battery passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; premature power switching events and false critical battery alarms are most often attributed to a communication error between the controller and battery. In absence of a device malfunction, the root cause cannot be conclusively determined. Based on log file analysis, a possible root cause is a communication error between the controller and battery. The results of the analysis in this report found no fault; therefore, the device in this report is not considered to be FDA reportable. On (B)(6) 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Heartware will submit a supplemental report when new facts arises.